Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the mesenteric treatment for a laparoscopic rectal resection procedure with robot support, the bipolar fenestrated grasper was damaged. The peak polymer material part of the jaw fell into the cavity of the patient. The bipolar fenestrated grasper was removed first by following the broken instrument procedure. Then the detached part was visually retrieved. After retrieval, the bipolar fenestrated grasper was replaced with another instrument and the procedure was continued. No x-ray was performed. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper, the associated device logs and provided images. Five images were received for evaluation. One image depicted a broken white pulley part. Three images depicted a bipolar fenestrated grasper with open jaws, a snapped blue energy cable and the broken pulley part. One image depicted the distal end of a bipolar fenestrated grasper showing the reference identification and serial number that matched what was reported. Evaluation of the logs indicated that no errors were triggered for the bipolar fenestrated grasper. The use life was two hundred and forty-nine minutes with a use count of one. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Part of the white plastic pulley was disengaged and returned. The energy cable was disengaged. The puck and drive cable were both displaced on the side of the disengaged piece. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the mesenteric treatment for a laparoscopic rectal resection procedure with robot support, the bipolar fenestrated grasper was damaged. The peak polymer material part of the jaw fell into the cavity of the patient. The bipolar fenestrated grasper was removed first by following the broken instrument procedure, and then the detached part was visually retrieved. After retrieval, the bipolar fenestrated grasper was replaced with another instrument and the procedure was continued. No x-ray was performed. There was no patient injury.